Event description:
Reporter alleged blood glucose measured 36 mg/dl at 9:44 pm back to back with a result of 113 mg/dl at 9:46 pm. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.